Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 650 mg/dl. The customer also stated that they had symptoms like nausea, vomiting, abdominal pain, dizzy and difficulty in breathing. The customer was treated with manual injection and emergency room visit. Customer stated that the insulin pump did not work. The customer stated that they unable to describe any possible damage to the drive support cap. The customer also stated that they did allege insulin pump was under delivering. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.